Event description:
It was reported, the gastrointestinal videoscope forceps port could not be cleaned when washing the hand wash. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. It is likely that event occurred due to the improper or insufficient reprocessing method or handling of the device. Additionally, based on the results of the investigation, the malfunctions may have been caused by stress of repeated use, external factors, or handling of the device. However, the definitive root cause of the reported issue could not be determined. The instruction for use states the inspection method associated with the event in " section 3.2 inspection of the endoscope chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.